Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen remained on longer than expected. Subsequently, the battery depleted and the pump did not enunciate an audible tone to alert the customer of low battery. The pump ultimately shutdown due to normal battery depletion. Blood glucose level was 244mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Additionally the alleged speaker issue could not be verified.